Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, stained end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mentioned that she has a repeated no delivery issue with the insulin pump, the customer stated that she has tried changing the infusion set 6 times in 24 hours, changed insulin, reservoir, moved site different place and changed the batteries. The customer's blood glucose was 470mg/dl. The customer treated with a manual injection. Troubleshooting was performed. The issue was resolved by a completed set change. The customer declined troubleshooting for the high blood glucose.